Manufacturer narrative:
(B)(4). Intervention. (B)(4) hernia recurrence occurred. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Any concurrent procedure/device implantation? Results of reoperation? Were any deficiencies or anomalies noted with mesh device during removal? Has any medical or surgical intervention been provided or scheduled as a result of the multiple urinary tract infections? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced hernia recurrence and underwent reoperation. Additional information has been requested.

Manufacturer narrative:
The patient underwent a ventral hernia surgery and presented recurrence at 8 months of the operation.